Event description:
As reported via (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the adjudication minutes. At the time of the index procedure, the angiography revealed 95% stenosis in the proximal left anterior descending artery. The indication for the procedure was stable angina and non-st segment elevation acute coronary syndrome. The lesion was described as 16mm in length, class b1, and de novo. The reference vessel was 3.76mm in diameter. The lesion was treated with a 3.5 x 18mm cypher rx at 16atm by direct stenting. The stent was post-dilated with a 4 x 10mm balloon at 18atm as a standard procedure. It was reported that the pre-procedure enzymes were normal, but the ck-mb was 17.6 (6.4 unl) and troponin t was 0.21 (0.03 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reading was unavailable and the ECG tracings, discharge summary, admission history, physical examination notes and hospital laboratory reports were not received from the site after multiple attempts of request. According to the site, there was no periprocedural mi occurred, but the elevation was later diagnosed as a periprocedural pci according to the cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included aspirin, plavix, crestor, diovan, heparin, nexium, prasugrel, toprol xl, zantac, and zoloft. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced periprocedural myocardial infarction based on the adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of myocardial infarction ((B)(6) 2008), history of allergy (zocor-myalgias), history of sleep apnea and esophageal stricture. At the time of the index procedure, the angiography revealed 95% stenosis in the proximal left anterior descending artery. The indication for the procedure was stable angina and non-st segment elevation acute coronary syndrome. The lesion was described as 16mm in length, class b1, and de novo. The reference vessel was 3.76mm in diameter. The lesion was treated with a 3.5 x 18mm cypher rx at 16atm by direct stenting. The stent was post-dilated with a 4 x 10mm balloon at 18atm as a standard procedure. It was reported that the pre-procedure enzymes were normal, but the ck-mb was 17.6 (6.4 unl) and troponin t was 0.21 (0.03 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reading was unavailable and the ECG tracings, discharge summary, admission history, physical examination notes and hospital laboratory reports were not received from the site after multiple attempts of request. According to the site, there was no periprocedural mi occurred, but the elevation was later diagnosed as a periprocedural pci according to the cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079400 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.